Event description:
It was reported the patient had a 2.0 mm plate implanted on (B)(6) 2010 for open reduction, internal fixation of fractured manible. Patient reported pain and discomfort post surgery. X-ray showed the plate was fractured, and was explanted (B)(6) 2010 and replaced with a 2.2mm plate.

Manufacturer narrative:
The product is being returned for evaluation, but has not yet been received. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.